Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 123 mg/dl at the time of the incident. The customer also reported motion sensor test failure alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to an x-ray. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. No motion force sensor error alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, occlusion test and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. The insulin pump had minor scratched display window.